Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported during intraocular lens (iol) implant procedure; surgeon could see an oil like film on the surface of iol. When surgeon touched the iol after implantation with a hook or hydro needle, only the touched area seems to be peeled off. The surgeon commented that this iol finding clearly visible under a microscope but not so much on video. The surgery was performed and completed without product replacement. Additional information has been requested. There are seven medical device reports associated with this complaint. This report is 3 of 7.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photos were returned. Photos & video review: photo review: the returned photo appears to show a light refection on the iol(intraocular lens). No determination can be made on "oil-like film on the surface of the iol". Video review: the returned video shows iol implantation. When implanted, the iol is manipulated with a surgical tool in what appear to be an attempt to demonstrate the reported issue. A slight cloudiness and lines are seen on/over the iol. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of 'polychromatic sheen'. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.